Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead exhibited far field r-wave (ffrw) oversensing, and a possible loss of capture. Reprogramming was attempted, but the patient did not feel well, so the lead was programmed back to the previous settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: 694765, lead, implanted: (B)(6) 2004.

Event description:
It was reported that the patient did not feel well. A transmission noted the right atrial (ra) lead with oversensing and many episodes of atrial tachycardia (at)/ atrial fibrillation (af) caused by noise on the channel. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.